Event description:
Patient underwent total hip arthroplasty in (B) (6) 2009. Subsequently, the patient underwent revision surgery on (B) (6) 2010, after the acetabular liner had dislodged from the acetabular cup. It was noted during the revision that the acetabular liner had fractured and the ceramic head was rubbing against the acetabular shell.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that it had fractured. It is unknown if all of the damage occurred before or during retrieval. The spherical portion of the liner has almost completely fractured along the retaining ring groove. The exterior spherical radius has a few wear abrasions and the inner spherical radius has numerous wear marks and some imbedded debris. A possible impingement area is seen. One pre-revision x-ray shows a possible implant anteversion relative to the pelvis.